Event description:
MRI subcutaneous port was leaking. In removing the port there was no tubing attached. As the x-ray had shown the tubing to be somewhat separated. Surgeon began to look for the tubing, but none could be found. Brought in the fluoroscope and were able to locate the catheter. The catheter had migrated down into the heart, however, the tip of it was still in the subclavian vein. Pt had to be taken to a procedural radiology team to remove the catheter. Catheter was removed and pt was fine. After removing catheter the surgeon felt it was defective. He felt that it did not connect right to port.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.